Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis after a reported cassette leak occurred during treatment on (B)(6) 2023. The patient was in treatment utilizing the liberty select cycler with liberty cycler set when she received an m31 air detected in cassette warning during fill 4 of 5. The patient continued treatment. Fluid was discovered at cassette removal step at treatment complete. Fluid was discovered in the pump module area and on the external of the cassette. The location of the leak was not identified. Attempts to obtain additional information were unsuccessful. No further information pertaining to the peritonitis event was provided. The cycler set is not available to return.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis after a reported cassette leak occurred during treatment on (B)(6) 2023. The patient was in treatment utilizing the liberty select cycler with liberty cycler set when she received an m31 air detected in cassette warning during fill 4 of 5. The patient continued treatment. Fluid was discovered at cassette removal step at treatment complete. Fluid was discovered in the pump module area and on the external of the cassette. The location of the leak was not identified. Attempts to obtain additional information were unsuccessful. No further information pertaining to the peritonitis event was provided. The cycler set is not available to return.

Manufacturer narrative:
Correction: h.1.

Manufacturer narrative:
Clinical review: there is a temporal and likely causal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis. The patient was in pd therapy utilizing the cycler set when the liberty select cycler alarmed with air detected in the cassette. The patient continued to complete the treatment and subsequently a fluid leak was observed at the end of the treatment. The patient reported fluid in the pump module and on the outside of the cassette. The patient was subsequently diagnosed with peritonitis. Unnoticed leaks are a leading cause of contamination in pd therapy that can lead to peritonitis. No information was obtained pertaining to the patient¿s pd culture results; however, the international society for peritoneal dialysis (ispd) recommends the patient be treated with prophylactic antibiotics after exposure to a wet contamination or leak. Although the sample has not been evaluated for manufacturer investigation at this time, it is likely that the leak reported by the patient is the cause of the peritonitis event. Therefore, the liberty cycler set cannot be excluded as the cause of the patient¿s peritonitis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis after a reported cassette leak occurred during treatment on (B)(6) 2023. The patient was in treatment utilizing the liberty select cycler with liberty cycler set when she received an m31 air detected in cassette warning during fill 4 of 5. The patient continued treatment. Fluid was discovered at cassette removal step at treatment complete. Fluid was discovered in the pump module area and on the external of the cassette. The location of the leak was not identified. Attempts to obtain additional information were unsuccessful. No further information pertaining to the peritonitis event was provided. The cycler set is not available to return.